Event description:
Customer reported a compromised force sensor sys alarm while trying to change her reservoir. The customer's blood glucose was 128 mg/dl. Troubleshooting for a prime rewind found the drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).